Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump returned a no delivery alarm during manual priming. Customer reported that changing the set resolved the issue. Blood glucose level was 128 mg/dl at the time of the call. No further information was provided.